Event description:
Received a earigator (ear irrigator) from surya technologies international, model: ear-grb, 120 volts and for $3,495.00. Outpatient clinic requested this device. The operator manual spec states that the water pressure range is 10 to 12 psi. When tested at the hand piece nozzle tip, it is a little over 23 psi under a no flow condition and very little pressure under a flow condition. The co rep told the rptr that the MFR said that the pressure would be "all right". Surya technologies international faxed rptr a copy of a letter from the FDA, office of device evaluation, re: k992840, trade name: earigator ear cleansing instrument, dated 8/31/99. This letter states that the office reviewed surya premarket notification submission and have found this device to be exempt form the premarket notification requirements of the federal food, drug and cosmetic act. This letter states that "you (surya) may immediately begin marketing this device as described in your (surya) premarket notification". Rptr is requesting technical advice or the FDA protocol for verifing the safety and performance of this device before use.